Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited premature battery depletion. The device was implanted for 35 months which is less than 75% of the projected longevity. No information was received from the field regarding device settings.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was replaced.